Event description:
It was reported that device entrapment occurred. The 15mm x 2.5mm in diameter target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr and rotawire was selected for use. During the procedure, it was noted that the burr became stuck in the guidewire upon rotation. The devices were removed together, and the procedure was completed with replacement devices. There were no complications reported and the patient was stable post procedure.